Event description:
A report was received that a patient was explanted of the precision system, due to pain at the ipg site. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn.